Event description:
The fse reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb and high voltage tank were evaluated and replaced. The generator and filament calibration were performed. The system was tested and found to be working as intended and returned to service.